Manufacturer narrative:
Results: scorpion brake plate kits.

Event description:
It was reported by service report that there was reduction in brake force. No pt involvement or adverse consequences are reported.